Event description:
The morse taper did not engage and the head had worn away the neck so the head dislocated and the patient was revised.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A material analysis report dated 26-jun-2015 concluded: "the damaged observed on the insert and trunnion resulted from the disassociation of the stem from the head. It was not possible to determine why the stem to head taper came loose. No material or manufacturing defects were observed on the surfaces examined." No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The morse taper did not engage and the head had worn away the neck so the head dislocated and the patient was revised.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown accolade I. When completed, the evaluation summary will be submitted in a supplemental report.